Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples and 2photos for investigation. Visual examination of the samples and photos was performed and revealed fm on the inside of the tube. There is a white/brown colored particle on the inside of the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-18.

Event description:
It was reported that while using the bd vacutainer® ppt plasma preparation tube k2e that there was foreign matter in the tube. The following information was provided by the initial reporter: during one collection 2 faulty tubes (same batch no.) With foreign body

Event description:
It was reported that while using the bd vacutainer® ppt plasma preparation tube k2e that there was foreign matter in the tube. The following information was provided by the initial reporter: during one collection 2 faulty tubes (same batch no.) With foreign body.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples and 2 photos for investigation. Visual examination of the samples and photos was performed and revealed fm on the inside of the tube. There are white and brown colored particles on the inside of the tubes. The white fm appears to be additive clumps, on two of the samples there appears to be run-down from the additive, on the third sample it has a brownish color to the clump and cannot see a run-down trail. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. A complaint trend has not been identified. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® ppt plasma preparation tube k2e that there was foreign matter in the tube. The following information was provided by the initial reporter: during one collection 2 faulty tubes (same batch no.) With foreign body.

Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.